Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently went to the emergency room three times due to high blood glucose levels up to 500 mg/dl. Blood glucose level at the time of the incident was 600 mg/dl. Blood glucose level at the time of the call was 357 mg/dl. Blood glucose levels at times of the emergency room visits were 298, 451, and 431 mg/dl. The customer was wearing the insulin pump at the times of the emergency room visits. During troubleshooting, the insulin pump did not show any malfunction. The insulin pump was not replaced or returned for analysis.